Manufacturer narrative:
A getinge field service engineer evaluated the unit and found that touchscreen can be used and sometimes cannot. Fse then performed calibration and passed the touchscreen test however sometimes touchscreen does not respond so needs to be replaced and found safety disk also needs to be replaced. The repair information is provided to the customer however at this time, the customer has not requested getinge to repair the iabp and if any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : device not yet repaired by getinge.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: h3, h6 ( type of investigation, investigation findings, investigation conclusion). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. Fse replaced video generator pcba, safety disk, touch screen and pneumatic module, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported during a routine check ,the customer could not press touch screen on the cardiosave intra-aortic balloon pump (iabp) . There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.